Manufacturer narrative:
(B)(4) initial report. Additional information, including full device part nos. And lot codes, operative notes (primary and revision), how long after primary surgery did the complications start and an update on the patient post revision has been requested, and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the full device details, the relevant device manufacturing records will be identified and reviewed. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Cormet revision due to reported elevated levels of cobalt and chromium.

Manufacturer narrative:
(B)(4) final report . Additional information, including full device part nos. And lot codes, operative notes (primary and revision), how long after primary surgery did the complications start and an update on the patient post revision was requested, however, this information was not provided and thus no investigation could be conducted. The full device details were not provided and thus the relevant device manufacturing records could not be identified or reviewed. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.